Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery had white arc marks on contacts. The problem was found out during internal evaluation at the biomedical service department. There was no patient involvement. No additional information is available.